Event description:
It was reported that after implanting this system a pocket infection was seen one week post implant. Fluid and puss was being excreted from the wound. An inquiry if the pocket could be re-used after infection management was needed. The patient had received antibiotics to manage the infection to date. Technical services (ts) provided articles for infection management. Ts noted that depending on the severity of the infection, it may be necessary to bridge the life vest while the device is removed from the pocket during healing. Ts noted that re-implantation into the pocket can be successful without further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this system a pocket infection was seen one week post implant. Fluid and puss was being excreted from the wound. An inquiry if the pocket could be re-used after infection management was needed. The patient had received antibiotics to manage the infection to date. Technical services (ts) provided articles for infection management. Ts noted that depending on the severity of the infection, it may be necessary to bridge the life vest while the device is removed from the pocket during healing. Ts noted that re-implantation into the pocket can be successful without further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier. (B)(6) 2026: this correction report is being issued to add the missing evaluation conclusion code.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this system a pocket infection was seen one week post implant. Fluid and puss was being excreted from the wound. An inquiry if the pocket could be re-used after infection management was needed. The patient had received antibiotics to manage the infection to date. Technical services (ts) provided articles for infection management. Ts noted that depending on the severity of the infection, it may be necessary to bridge the life vest while the device is removed from the pocket during healing. Ts noted that re-implantation into the pocket can be successful without further issue. No additional adverse patient effects were reported.